Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the driving cap (part number 03.010.523, lot number 9065826). The subject device was returned with the complaint condition stating the visual evaluation of the returned instrument has shown that the threaded tip is completely broken off. There are also wear marks at the surface of the whole instrument visible. The complaint is confirmed. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurement of the relevant dimension at the fracture face was checked with calipers and was 7.78mm within the specification of 7.8mm ± 0.1 per drawing. Based on these findings we exclude a manufacturing related issue. The hammer marks at the shaft and the bottom of the head are a clear indication that this device was exposed to very high lateral stress. The most probable root cause is lateral hammer blows leading to a fatigue of the material and finally the breakage of the front part. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part: 03.010.523, lot: 9065826. Manufacturing location: (B)(4), manufacturing date: oct 31, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follow: it was reported that during the post-operative cleaning process, the threaded tip of a driving cap was found broken. It is unknown when the breakage occurred. No patient involvement was reported. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.